Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by supplying pump reset information, which the customer used to successfully reset the pump without recurrence of the malfunction code. The customer was informed to continue using the pump and advised to contact technical support if the issue recurred.